Manufacturer narrative:
The device was returned, however analysis of this device is not necessary. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker had delayed wound healing. It was noted that the pocket was not closed, thus the wound was reclosed/stitched. Additional information indicates that the physician explanted the entire system due to infection. No addtional adverse patient effects were reported.